Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection was performed and all suture returned were cut. Instrumentation damage was noted over the suture. No breakages were observed on the suture.

Event description:
It was reported that a patient underwent an arch replacement procedure on (B)(6) 2014 and suture was used. The suture broke off when it was held with a suture-holder. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.